Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a non-specific product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to unknown reasons. No additional adverse patient effects were reported.